Manufacturer narrative:
(B) (4).

Event description:
Same case as MFR report#: 2134265-2009-01062. It was reported that during a percutaneous coronary interventional (pci) procedure, the floppy rtw guide wire fractured. The 90% stenosed lesion was located in the moderately calcified and tortuous mid left anterior descending (lad) artery. Upon withdrawal of the rotalink plus bur, the 1.75mm bur was caught on the floppy rtw guide wire. The floppy rtw guide wire fractured and separated at a location outside of the patient's body. The fractured floppy rtw guide wire was sticking out of the y-adaptor and was easily removed without incident. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "no problem".